Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and oversensing. The lead had a confirmed fracture. The pace/ sense portion of lead was capped and a new pace/ sense lead was implanted. The high voltage coils remain in use. No patient complications have been reported as a result of this event.